Event description:
A us distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a shorted bq2040 chip on the battery c/a board. The root cause for the shorted bq2040 chip could not be positively identified. No adverse event resulted from the shorted bq2040 chip.